Event description:
Complaint rec'd for investigation. Complaint is "blood leak" from the header cap during the start of dialysis. The circuit of extracorporeal blood was discarded without reported adverse effects to the pt. Estimated blood loss 300 cc; no medical intervention was reported. Non-reuse facility. MDR filed due to reported blood loss. There were two similar complaints from the one facility.